Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, noise was noted on the atrial lead. No intervention was performed since the ventricular lead worked as needed. The patient was stable with no consequences.